Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of dark and dusky blue color, swelling, pain, blanching, and bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin discoloration, pain, edema and bruise: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Haematomas. Staining or discoloration of the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Method of use ¿ posology if immediate blanching occurs at any time during the injection, the injection should be stopped and appropriate action taken such as massaging the area until its return to a normal color."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the right upper lip. Immediately upon injection, the area became "dark, dusky blue with swelling and pain, some blanching" on the lip and area above the lip. The area inside the lip was also "dark and dusky." Patient was immediately treated with hyaluronidase. After 30 minutes, there was an improvement in color and capillary refill was noted. Sixty minutes later, the patient was treated again with hyaluronidase. Patient still had some bruising on the left upper lip and the surrounding area. Symptoms resolved that day.